Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The handle shows signs of impaction from use over 5 years. It is otherwise unremarkable. Functional inspection: a cutting edge secur-fit omnifit eon broach c9/pf11 was attached to eh handle, confirming the reported event that the fit is slightly loose. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broach handles were noticeably loose. Surgeon concerned with future reliability.

Event description:
Broach handles were noticeably loose. Surgeon concerned with future reliability.